Manufacturer narrative:
Results of investigation: a revision surgery was reported due to recurrent dislocations of a polarcup implant. No part was returned for investigation. The documentation available for the reported polarcup xlpe insert was reviewed. A review of the production documentation did not detect any deviation from the standard manufacturing processes. No similar complaint was reported for this batch of products. No medical documents were communicated. Based on the available information, no thorough investigation could be performed and the root cause of the reported issue remains undetermined. There is however to the best of our knowledge no indication that the device failed to meet specifications at the time of manufacturing. No further actions have been initiated. If the explants or additional information becomes available in the future this investigation will be reopened.

Event description:
It was reported a revision surgery of a revised total hip replacement due to recurrent dislocations. Polarcup and the other acetabular components were replaced.